Manufacturer narrative:
The sample has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the investigation has been completed.

Event description:
They could not get the filter to come out of the cartridge when they put it into the sheath. It did not affect the patient or the physician.